Manufacturer narrative:
The device was not returned to the manufacturer, so no analysis was conducted. The device manufacture date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside a procedure. It was reported that the articulating arm could not be locked anymore. This was proven and reported by the medtec department of the hospital. There was no patient present when this issue was identified.

Manufacturer narrative:
The arm 9734252 vertek ii (lot# 7484/160105) was returned for analysis. Analysis found that the starburst end of the returned vertek arm would not lock down when the handle was tightened. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.